Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The pt reported she began using the infusion sets on (B)(6) 2011 and she did not have an insertion device so she inserted the infusion set headset manually. She began to experience elevated blood glucose of 250-300 mg/dl on (B)(6) 2011. Her normal blood glucose range is 100-150 mg/dl. On (B)(6) 2011, she went to the emergency room due to vomiting and dizziness. She was admitted to the hospital with diabetic ketoacidosis and was treated with an insulin IV. When the infusion set headset was removed, the cannula was kinked. She was released from the hospital and she reconnected to the infusion device. She began to experience elevated blood glucose (462 mg/dl) and when the headset was removed, the cannula was again kinked. No further information is available. The infusion set was requested to be returned for evaluation.